Event description:
It was reported that the lead had increased impedance and threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, was stretched, and had blood/body fluid (not obstructed). The distal conductor was stretched. The inner insulation was kinked/buckled. The inner tubing was kinked/buckled. The outer insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched. Visual analysis noted the lead had apparent explant damage.